Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used to try and treat a klatskin biliary stricture on (B)(6), 2010. According to the complainant, during the same procedure, one hanaro stent had been successfully placed and deployed within the left biliary branch. When attempting to place the wallflex biliary rx uncovered stent within the right biliary branch, the physician could not advance the stent to the proper location. The stent was not deployed at all. The physician noted that the anatomy was tortuous and that the lesion was pre-dilated. The physician decided that the placement of one stent was sufficient and concluded the procedure by easily removing the wallflex device from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.